Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 ¿ december 17, 2014. One unit was received for analysis. Visual inspection noted a white particle approximately 1.50 square mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be polyisoprene material via fourier transform infrared spectroscopy testing. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a white, floating substance inside of its balloon. The substance was reportedly not a drug. This was identified before patient use. There was no patient involvement. No additional information is available.